Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/27/2024, it was reported by a sales representative via sems-06722915 that an abs-10061t angel disc plastic is too thick and unable to load in angel machine. This occurred during use in a case with no patient effect. It did not harm the patient as they had another angel kit and were able to put the blood in the one that worked

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is not confirmed. One unpackaged abs-10061t batch 4233152025 was received for evaluation. Visual inspection noted no issues with the exterior of the device. Functional testing was conducted with an angel. After removing the air from the variable volume separation chamber, the device was successfully placed in the centrifuge without any issues. According to dfu-0260-r0, "loading the variable-volume separate chamber should always be the first step in the setup process. Loading the variable-volume separation chamber and pressing down on the separation chamber plate will remove the excess air volume from the chamber. If the excess air is not removed, the separation chamber plate will not load properly."